Event description:
It was reported that the pt was no longer feeling stimulation and was also having an increase in depression above pre-vns baseline. The pt's device was last checked in (B) (6) of 2009 and she is not currently seeing a physician who can check her vns as she recently moved. There have been no recent changes in the pt's lifestyle or medications, per reporter. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Investigation is not complete. Revision surgery date has not been scheduled. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00074, 00075.